Event description:
The customer reporter the system displayed a communication and system error detected error code. Thereafter the system shut down without command. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The uninterrupted power supply was replaced. The system was then found to be operating as intended.